Manufacturer narrative:
(B)(4). Date sent: 9/18/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure dr. Tried to retract the blade during use and it did not retract. Blade is exposed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/17/2025 d4 batch #410d63 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the anvil missing, the knife, and the drivers exposed and the handle in opened position. The breakaway washer was not present and there were no staples present. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from the compression element due to the damage noted on the legs of the drivers and the compression element. No functional test was performed due to the condition of the device. No conclusion could be reached on what caused the damage on legs of the drivers and compression element. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 410d63, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.